Manufacturer narrative:
On (B)(6) 2017, the consumer agreed to receive a refund check. An investigation will not be required. On (B)(6) 2020, per FDA representative ((B)(6), we have been requested to resubmit our initial reports due error's or duplicate reports from the 2016 - 2017. The reports we be resubmitted to satisfy the FDA's request. Dear (B)(6), I hope this email finds you well and safe. This is to bring to your attention that we are in receipt of seven supplement reports from conair corp. Please note that we were unable to process these follow-up reports due to missing initial reports in the system. It appears that these follow-up reports could be actual initial reports but may have been filed as follow-ups in error or due to MFR report # was mistakenly submitted as a duplicate (no # provided). Kindly verify the reports listed below and resubmit them as initials by checking "initial" box in section g7 and advise when complete. Supplement report #: type of report missing: 1222304-2017-00017 - 1 initial.

Event description:
On (B)(6) 2017, the consumer claims that the glass shattered on the product while stepping on it. The consumer agree to receive a refund check.